Event description:
It was reported that this implantable pacemaker system was explanted due to the patient experiencing a bacterial infection complicated with fungal spore infection. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.